Manufacturer narrative:
(B)(4). (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the reported condition of knurled knob would not secure on the device was confirmed. A visual and functional assessment was performed on the device which found that the device failed the safety assessment and ran in the load position (powerbroken). It was determined that the pawl release and lock cylinder were damaged allowing the device to run in the load position (powerbroken). It was determined that the issue with the damage pawl release and lock cylinder was consistent trying to run the device in the load position or by pushing on the disconnect sleeve while the device was running. The assignable root cause was determined to be due to user error. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during testing, it was observed that the knurled knob on the motor device would not secure. During in-house engineering evaluation, it was determined that the pawl release and lock cylinder were damaged allowing the device to run in the load position (powerbroken). It was further determined that the device failed pre-test check for safety. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.